Manufacturer narrative:
The sensor serial number has been updated based on the returned product. Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Removed sensor plug assembly and performed visual inspection. No issues observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. The complaint was not confirmed.

Event description:
Customer¿s girlfriend/caregiver reported customer received higher readings from his adc freestyle libre sensor than readings received on the built-in meter. Caller further reported that on (B)(6) 2018 customer received a sensor scan result of 70 mg/dl which was compared to a built-in meter result of 29 mg/dl. Caller noted ¿customer was awake but did not know what was happening or where he was¿. Caller administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s girlfriend/caregiver reported customer received higher readings from his adc freestyle libre sensor than readings received on the built-in meter. Caller further reported that on (B)(6) 2018 customer received a sensor scan result of 70 mg/dl which was compared to a built-in meter result of 29 mg/dl. Caller noted ¿customer was awake but did not know what was happening or where he was¿. Caller administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.